Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported device could not be conducted because the part and lot number was not provided. It is possible that inadvertent mishandling during unpackaging/sheath removal resulted in the reported stent dislodgement; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that after removing the xience proa stent delivery system (sds) from the packaging, the stent was noted to not be crimped on the catheter. The device was not used and there was no patient involvement. Another xience proa stent was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.